Manufacturer narrative:
Unknown if sample is available for investigation. Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: during use the clip did not lock. Other clips from same lot number were successfully applied. No patient injury or consequence.